Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer's representative (rep) regarding a patient with an implantable neurostimulator (ins), and it was reported that though the controller would charge to 100%, it then would not have enough power to charge the ins. Repair was consulted, and it was determined the battery pack was seated, and the charge level was 100%. It was reported that this was an out of box failure. The rep later called back with shipping questions. Additional information received stated that a new battery pack and controller did not resolve the issue, and the patient is unable to fully charge the ins using a full charge from the controller battery. The patient stated it takes 1.5 hours to get to 90%. The patient reported that she has issues with the ins moving in its pocket, and she was told that it would take some time for scar tissue to form and secure the battery. The patient states the ins will wiggle in pocket and the ins location can get bruised, and this has been the case since implant. The patient also reported the ins being tilted, and stated that though she could push it into a flat position it did not remain there. The patient has to charge twice a day and gets the message that the controller battery is depleted before the ins is fully charged. The patient also reported that the device helped some, but she still has to take tylenol. Additional information received via the manufacturer's representative (rep) stated that the controller battery may not be holding a charge, and though the patient charged the battery all night, was not able to get it fully charged. The patient would see the controller charge level at 100%, just not the word "finished" there were no reported complications and no further complications were expected. Patient was implanted for spinal pain.